Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. No injury was reported. This is a combined initial and final report.

Event description:
The dacapo powerpack was returned because it was not charging. Upon receipt, it was identified that the powerpack was broken\leaking. There is no report that the user came into contact with any electrolytic fluid and so no injuries were sustained.